Manufacturer narrative:
We have received the complaint device for evaluation, and we have confirmed the reported incident. When we attempted to inflate the balloon with air, the balloon inflated properly and deflated quickly. However, when we tried to inflate the balloon with water, we had to push the syringe's plunger with excessive force to inflate the balloon. When we removed the syringe and let the balloon deflate on its own, it deflated very slowly and failed our validated deflation time. We observed a kink at the tip of the y-connector and another kink at the 20 cm mark. We observed both kinks were at the inflation lumen channel. We did not observe any necking of the catheter lumen. We observed both ligatures were held correctly in place. Based on our device evaluation, the kink in the device prevented the balloon from deflating properly. It could not be confirmed if the catheter kinked during the procedure since the surgeon did not test the device before the procedure. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. There was no harm to the patient because of this incident. The surgeon used another catheter to complete the procedure.

Event description:
The balloon of the tuftex over-the-wire embolectomy catheter failed to deflate during declotting an av fistula. The surgeon then used another catheter to complete the procedure. There was no impact on the patient's health because of this incident.